Event description:
The pt was here for an urgent, two vessel CABG. While the pt was on the heart lung bypass machine, an arterial pumphead stopped due to a level sensor fault. The event could not be overridden. The perfusionist handcranked the arterial pumphead, reinfusing the pt's blood volume to an appropriate blood pressure and surgery was completed. The pt was stable and remained off bypass without sequelae.